Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The patient was evaluated by the following physician and isometrics and pocket manipulation were performed but could not reproduce any lead noise. Reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The patient was evaluated by the following physician and isometrics and pocket manipulation were performed but could not reproduce any lead noise. Reprogramming was performed. Additional information was received that this patient has experienced symptoms related to a transient ischemic attack (tia). A CT scan was performed but no issues were noted, therefore, the physician wants to perform a magnetic resonance imaging (MRI). Boston scientific technical services (ts) was consulted and discussed this system is not MRI conditional. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements. The patient was evaluated by the following physician and isometrics and pocket manipulation were performed but could not reproduce any lead noise. Reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service.